Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.7 foreign matter (B)(6) 2025 medical staff used a closed venous cannula to prepare for infusion therapy for a patient. There was a black substance on the prn cap of the newly opened closed venous cannula.